Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel reports patient allegations of pain. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014. The modular head and cup were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to pain. Operative report noted that patient underwent an aspiration procedure prior to this revision. Operative report further noted cloudy and gray fluid during the revision procedure. The modular head and cup were removed and replaced, and a liner and taper adapter were implanted. Additional information received in operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to pain and cup loosening. Operative report further noted sclerosis within the acetabulum and blackened tissue during the revision procedure. The modular head and cup were removed and replaced, and a liner and taper adapter were implanted.